Event description:
Clinic notes dated (B)(6) 2013 note under "hospitalization/major diagnostic procedure" stroke. The relationship to vns therapy is unknown. Attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
.